Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3 was failed. A field service engineer (fse) attended the site after a drawer was reported to be clicking during open attempts. The fse replaced the drawer slides, but the issue persisted. The fse conducted a detailed inspection of the drawer and found no visible faults. To further isolate the issue, the fse swapped the drawer with another of the same type in a different cabinet position and exchanged the boards and pockets to verify functionality and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 3 failed to open and required maintenance. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.